Manufacturer narrative:
Product complaint # (B)(4). . This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date (about 20 years ago), the patient underwent the primary surgery via tha for oa for the right hip joint with the implants in question. The surgery was completed successfully without any surgical delay. After the surgery, the patient had frequent dislocations (most recent 3 times). X-rays also showed eccentricity of the femoral head center due to polyliner wear. The revision surgery is scheduled for (B)(6) 2024, to replace the liner and head. There were no current findings loosening of the cup or stem.